Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have received an inappropriate shock for ventricular fibrillation (vf) when the rhythm was atrial fibrillation (af) with rapid ventricular response. It was also reported that the right atrial (ra) lead exhibited high thresholds, undersensing of p-waves and far field r-wave (ffrw) oversensing. The right ventricular (rv) lead was also noted to be undersensing r-waves. Follow up yielded no further information. The device and leads remain in use. No further patient complications have been reported as a result of this event.